Event description:
The customer's spouse reported that the customer had a high blood glucose of 411 mg/dl. The customer took out the battery and put it back in and was assisted in resetting the time and date. The customer was advised to place the sensor at least three inches away from the infusion set. The spouse stated that the customer's high blood glucose was due to illness.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.